Event description:
On 18/may/2026, it was reported that this patient was hospitalized for pd related issue of not draining. There were no reported allegations that the event was caused by a malfunction or product issue. In additional follow-up, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2026 due to issues with draining from the pd catheter (not a (B)(6) product); pd catheter had no inflow or outflow. Per the nurse, during the hospitalization it was discovered the patient has diverticulitis; unrelated to pd therapy. The nurse indicated that because of the inflammation process from diverticulitis, there was structural impact on the pd catheter position. The nurse stated that the reported draining issues are due to the pd catheter malfunction. It was confirmed the issue was not caused by the (B)(6) cycler. The nurse stated the patient is currently in the hospital receiving hemodialysis and may have to have the pd catheter removed. The nurse confirmed the patient did not have any adverse effects from (B)(6) products. Based on the available information, there is no allegation or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).